Event description:
The arsenal probe broke during use. The event did not cause a delay in the case.

Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. An evaluation of the suspect device revealed no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Visual inspection of the returned instrument found it had fractured and separated at the 40mm graph making line. A previous investigation for this type of event found that the instrument failed due to excessive lateral bending/fatigue stress related either to the patient or clinical factors/circumstances. Although no product problem has been identified, engineering has updated the prints to further improve the designs of all arsenal probes. The material will be updated to 465 ss and the indicating grove feature will be manufactured with a shallower depth.